Event description:
The dental assistant was spraying a handpiece in the sink with kavo spray and a blue flame burst appeared. The dental assistant's hair and eyebrows were singed and left arm was burned from the elbow down to near the wrist.

Manufacturer narrative:
The dental assistant was taken to the emergency room for treatment; cream was applied to the arm and then covered/wrapped.the assistant was using the kavo spray to maintain the dental handpiece. The excess oil from the handpiece was draining into the sink with hot water running to clean the oil in the sink. A kavo respresentative inspecting the site asked where the flare up occured and the assistant mentioned that the excess oil in the sink caught fire. Her left arm being close to the sink received the burns. The warning on the can was explained that without adequate ventilation, formation of explosive mixtures may be possible. No burner or open flame was in the room.the running of the hot water has no effect as stated by kavo engineers since the flash point is 300 degrees celcius which is above the boiling point for water. An inspection of the office could not find any ignition sources. The doctor has replaced the kavo spray cans with a quattrocare unit.